Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00223. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with the concurrent procedures of hysteroscopy, endometrial ablation, and cystoscopy.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence and a rectocele. It was reported that the patient underwent a hysterotomy for urine and bowel disturbances. No further information at this time. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2013-00223. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2015 by dr. (B)(6) due to exposed/extruded vaginal mesh.

Event description:
It was reported that patient underwent mesh revision on (B)(6) 2015 by dr. (B)(6) due to exposed/extruded vaginal mesh.